Event description:
The facility reported a colleague infusion pump with a failure code of 812:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:02 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the faulty pump head module. Should additional information be received, a follow-up medwatch will be submitted.